Event description:
The customer reported to customer service that the transformer housing for her breast pump cracked.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she received the breast pump as a gift in (B)(6) 2011 and, though it was unopened, it may have been a pump her sister had purchased years earlier. When she first opened the pump box and removed the smaller inner box that the power adapter was in, the corner of that box was crushed (as if it had been dropped on its corner). When she removed the power adapter, the transformer housing was cracked in the same corner, exposing inner electronics. She also indicated that she disposed of the product and that no injuries were sustained as a result of the issue. The pocket involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. However, based on details in the customer's report and the very low occurrence rate of this failure for this product, the cracked housing was likely the result of an isolated shipping/handling issue. Complaints will be monitored for trends related to this failure and this product in order to determine if any corrective action is necessary. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.